Event description:
It was reported that this pacemaker showed a loss of capture (loc) on the right ventricular (rv) lead with an output at 5v (volts) on the presenting electrogram (egm). It was recommended the patient to be evaluated in-clinic for review of the rv and right atrial (ra) lead parameters. Additional information received advised the patient has been evaluated and determined a possible lead fracture. Lead revision scheduled within the next three months. At this time, the rv lead remains in-service. No adverse patient effects were reported.